Manufacturer narrative:
The device was returned unrepaired as per the customer.

Event description:
The manufacturer received information alleging a ventilator was alarming for high oxygen flow. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.